Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation method - lens work order search. Results - visual inspection of the lens showed the lens was cut in half and a piece of a haptic was torn off and missing. Since the lens was received in two halves we are unable to measure the dioptric power. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint history, lens work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4)

Event description:
The surgeon implanted the +17.5 diopter cc4204a collamer single piece lens on (B)(6) 2015 and the patient complained she couldn't see a couple days post-op. The incision was enlarged, the lens was cut in half and removed on (B)(6) 2015. Another same model +19.5 diopter lens was implanted and this resolved the issue. The surgeon is concerned the power (diopter) was off of this lens.

Manufacturer narrative:
Per medical review - reportedly, collamer iol (+ 17.5 d) was explanted/exchanged 12 days postoperatively for another collamer iol (+19.5 d) to address patient residual refractive error ("couldn`t see"). No reported loss of bcva prior to lens exchange. According to the report, by a nurse , dated on 6/10/15, the replacement lens corrected the issue. Even though, the surgeon expressed the concern about "mispowered" lens, given the information that a different power lens was implanted as a replacement and the refractive error was corrected it is very likely that user error (miscalculation) was the cause of the event. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event is user error (miscalculation). (B)(4).